Manufacturer narrative:
(B)(4). The customer?s reported condition of a colleague infusion pump with error code 513:320:844:0000 was confirmed but not reproduced. The cause of the reported condition was determined to be a defective user interface module printer circuit board (uim pcb). No repairs have been performed due to the customer?s refusal of estimate, no further correction was made concerning this event and the pump was returned unrepaired. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 513:320:844:0000; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. This involved an unremediated infusion pump with user interface module master software version 5.03.00. No additional information is available.